Event description:
Regular insulin drip started on patient at 1521. While drawing labs at 1916, it was noticed that pump was off and the 100 ml ivpb with 100 units of regular insulin was empty. The bag should of lasted 7.5 hour but infused in 4 hours. Pump setting were checked and they were right per order. Blood glucose 340. FDA safety report ID# (B)(4).